Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced highly variable blood glucose with episodes of hyperglycemia and hypoglycemia while using the ilet with a g7 cgm, including a reported high of 400 mg/dl and a low of 45 mg/dl for an estimated four hours outside target. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute complications. Outcomes included the need for troubleshooting and education, assignment for additional training, and discussion of a possible factory reset due to reported device handling that could affect algorithm performance. Investigation included review of device use and education, confirmation of proper infusion set usage, verification of cgm type, and assessment of user practices. Investigation of this case revealed missed meal announcements and intentional disconnection of the ilet while allowing continued dosing, which are known to disrupt adaptive algorithm learning and glycemic control. It was concluded, based on previously established findings for similar reports, that user technique and use error were the most likely causes.